Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and increasing thresholds, low impedance, and noise. Muscle and nerve stimulation in the pocket was also noted. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.